Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited a peeled downstream occlusion. Review of event log found no relevant events. Review of service history found no 12-month service history. Visual inspection found delaminated downstream occlusion (dso) seal. The seal was replaced. Device passed all testing post repair.

Event description:
It was reported that the pump exhibited a peeled downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.